Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the inserted device was a complete oval, the patient noticed a small 'nick' this past year. The change was reported to not have been caused by any activity or device programming. The issue had not resolved, but the patient was seeing the urologist in august. There were no patient complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had always been able to see their ins through their skin and stated it was like an oval. They reported now it was not like a complete oval; there was a little nick in there and they did not know why. They stated they noticed the different shape some time ago, probably about a year, and confirmed they had not had a return of symptoms. The patient noted they had a few falls or accidents, but had never fallen on their back, it had always been on their face. No further device issues and no patient complications were reported.

Event description:
Additional information was received from the patient. They reported that when asked for clarification on ¿now it was not like a complete oval; there was a little nick in there¿ they said all is well with the device. They saw a urologist last month in august. When asked for the circumstances leading to the reported change in ovate shape and nick they said it is working fine. The confirmed the issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.